Event description:
I started having very bad anxiety and was hospitalized with a panic attack. Shortly after, I had uncontrollable fatigue associated with extreme brain fog and cognitive issues. I couldn't explain why my brain or body wouldn't work properly. Then I started noticing numbness in my feet and legs, ringing in my ears and a rash formed on my chest. I started to receive breast pain that came with headaches, extreme nausea with vomiting and diarrhea. Before I knew it I became severely sensitive to light which caused vertigo. I then became extremely allergic to everything.